Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. The returned device had foreign material in the connector. The returned device indicated a missing grommet, a damaged grommet, foreign material on set screw, and a missing set screw. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device was being replaced for elective replacement indicator (eri), but during the explant a grommet/setscrew problem was encountered. The two screws in the atrial port had some sort of metal sediment inside of the hexagonal hole under the grommet. This made it very difficult to fit a torque inside the setscrew to loosen it. Several wrenches were used, but it did not resolve the issue. Eventually, a pincer was used to remove one of the two setscrews. The grommet/header was damaged due to trial and error attempts to loosen the setscrews with a pincer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.